Event description:
It was reported that the patient has expired after implant duration of less than 1 month due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. Patient also had another valve implanted.

Event description:
Per the response received from the surgeon's office, it is still unknown if the cause of death was device related. The device was not explanted, and other related conditions were regurgitation and stenosis. Patient also had another valve implanted.

Manufacturer narrative:
Patient also had another valve implanted. Device not returned.